Manufacturer narrative:
(B)(4).

Event description:
Additional information was provided that the patient is in recovery and waiting for inflammation to reduce before scheduling a secondary implant procedure.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. Zip code is not indicated at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure a posterior capsular rupture occurred. After performing a vitrectomy and checking the implant of iol in sulcus, good lens stability is not seen; and for that reason, the iol is removed and the patient is left aphakic. Additional information was requested.